Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was down. A technical support specialist (tss) received a call from the customer reporting that the cabinet would not power on. Tss guided the customer on powering all in one (aio), and customer was able to get it powered up successfully. Remoted into the cabinet to verify that the user could log in and confirmed that data was syncing in medbank myqlink (mql). The case was closed. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower machine was down the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.